Manufacturer narrative:
(B) (4).

Event description:
It was reported that while the ventilator was connected to a pt two technical error codes indicating disabled valves and breathing control communication failure were generated and ventilation stopped. (B) (4). (B) (4).